Event description:
Related manufacturer reference number: 2017865-2022-45313. It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the atrial lead exhibited ventricular sensing and failure to capture, while the right ventricular - rv lead exhibited unsatisfactory capture threshold. Upon chest x-ray imaging, both the rv and atrial leads were found to be dislodged. The rv and atrial leads were explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece with the helix found partially extended and clogged with blood/ tissue. After cleaning, the helix was able to extend and retract by applying torque directly to the connector pin. Electrical, visual, and x-ray examination of the lead did not find any anomalies.